Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the polyurethane coating of the electrode was loose from the "upper part" (of the lead). The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the outer insulation due to pulling/stretching/overstressing. Visual analysis noted the lead was stretched.